Event description:
Patient reported "implant rupture" confirmed by ultrasound. Device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b6.

Event description:
Patient reported "implant rupture" confirmed by ultrasound. Device has been explanted. This relates to the left side.